Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding instability involving a duracon knee insert was reported. The event was not confirmed. Device evaluation not performed, device was not returned. Medical records received and evaluation indicated that insufficient records received for review. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient had poly swap due to instability.

Event description:
It was reported that patient had poly swap due to instability.